Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. A vtcb/8.3 flexima catheter was selected for use. The flexible stiffener became stuck inside the catheter upon removal and broke. A wire was not able to be threaded back through and access was lost. Access was unable to be regained. Another drainage catheter was unable to be immediately placed and the patient was discharged from the hospital. The patient passed away three days later due to additional complications unrelated to the procedure or device.